Manufacturer narrative:
Continuation of d10: product ID: 2af284 product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, it was more difficult than usual to insert the balloon catheter into the sheath. It was also reported that when aspirating, air ingress was observed. Additional aspiration maneuvers were performed; however, multiple air bubbles were still present. The balloon catheter and sheath were replaced which resolved the issues. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012173984 was returned and analyzed. Visual inspection was performed on the sheath shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.031 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was -0.005 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was -0.012 psig (should be less than 0.2 psig). All of the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, there was no indication of the air ingress and balloon catheter/sheath compatibility was related to the performance or a m alfunction of the product. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.